Event description:
A distributor in thailand reported on behalf of healthcare facility via a fisher & paykel healthcare (f&p) field representative that the tubing of an ojr412 optiflow junior 2 nasal cannula had detached from the cannula tube joint before patient use. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: the complaint ojr412 optiflow junior 2 nasal cannula was returned to fisher & paykel healthcare (f&p) in new zealand for evaluation where it was visually inspected. Our investigation is based on the information and photograph provided by the healthcare facility, previous investigations of similar complaints, and our knowledge of the product. Results: visual inspection of the provided photograph revealed that the tubing was detached at the cannula joint. Further inspection of the complaint ojr412 optiflow junior 2 nasal cannula, revealed glue at the detached tube end. Conclusion: our investigation was unable to determine the cause of the observed damage to the ojr412 optiflow junior 2 nasal cannula. Based on our knowledge of the product, the damage observed was most likely caused by the tubing being inadvertently pulled. All optiflow junior nasal 2 cannulas are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, samples are also taken and pull tested to check the tube tensile strength and the glue joint strength at the cannula/tube joint, as well as the swivel grip joint. The subject cannula would have met the required specification at time of production. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior 2 nasal cannula. They also state the following: - appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Failure to monitor the patient (e.g. In the event of an interruption to gas flow) may result in serious harm or death. - do not wrap, insulate, stretch or crush the tubing as this may impair the performance of this product or compromise safety (including potentially causing patient harm). - check the cannula remains secure. Replace the wigglepads 2 if required. - ensure all connections are secure during use. Check the cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient.

Manufacturer narrative:
(B)(4). We have requested the return of the complaint ojr412 optiflow junior 2 nasal cannula for investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in thailand reported on behalf of a healthcare facility, via a fisher and paykel healthcare (f&p) field representative, that the tubing of a ojr412 optiflow junior 2 nasal cannula had detached from the cannula tube joint before patient use. There was no patient involvement.